Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely. The hospital reported the unit is operating without problem. The issue was not confirmed.

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient involvement.